Event description:
Complaint # (B)(4). It was reported that when attempting to withdraw the stent, I was not moved smoothly. The pt had rectal cancer, a unique urethral stricture, and bladder stones. It is believed that the stent broke due to the unique ureter of the pt, leaving the distal-kidney end inside the pt. The pt will undergo surgical intervention to remove the broken stent.

Manufacturer narrative:
Product number 879624 is sold exclusively outside of the united states. The PMA/510(k) and the product classification code represents a similar device with the catalog #77424 that is sold in the united states. The investigation is still in progress. Upon completion of the investigation, a f/u supplemental report will b mailed.